Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensor continue to be safe, effective, and perform as intended in the field. Stability data for libre sensor was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was reviewed for the libre sensor and there were no trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2019, she attempted to test using her adc blood glucose meter and a "scan in 1 hour" message appeared on the meter¿s display several times. Customer reported having ¿headaches and high sugar¿ and she self-treated with humalog insulin. The customer then had contact with a healthcare professional who diagnosed her with hyperglycemia and treated with humalog insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019, she attempted to test using her adc blood glucose meter and a "scan in 1 hour" message appeared on the meter¿s display several times. Customer reported having ¿headaches and high sugar¿ and she self-treated with humalog insulin. The customer then had contact with a healthcare professional who diagnosed her with hyperglycemia and treated with humalog insulin. No additional treatment was reported. There was no report of death or permanent injury associated with this event.